Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter displayed an "ER 2," "ER 3" and "ER 5" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began early (B)(6) 2010. The cca was advised the patient manages her diabetes with oral medication (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. That same month after the start of the alleged issue, the patient claimed she felt symptoms of shaky and had a headache. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted it was the first time the subject meter was being tested with. The cca educated the patient about the proper technique for sample application. The cca walked the patient through a test to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issues and reportedly developed symptoms suggestive of a serious injury after the alleged meter issues began.